Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference svn: (B)(4).

Event description:
Customer called to report that the insulin pump alarmed motor error during bolus. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Product is not being returned or replaced.